Manufacturer narrative:
Unable to verify software due to constant blank flashing white light on the display. Pump received with cracked lcd glass and a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test and displacement test due to a constant blank flashing white light on the display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a cracked display. Customer's blood glucose at the time of the incident was 5.8 mmol/l. No further information was provided. Caller was advised the insulin pump will be replaced. The device has been returned for analysis.